Event description:
The pt underwent circumflex angioplasty with stent insertion. The cardiologist attempted atherotomy closure with a prostar xl 8 fr pvs device. The cardiologist met with significant resistance on needle deployment. Back down of the needles to their original position was not successful. The handle returned to superbackdown position, but the needles could not be retracted completely. The cardiologist elected to redeploy under fluoroscopy. Three needle presented through the pts skin and the fourth through the barrel of the device. All four needles were removed, as was the device. An angioseal device was used for successful closure. The pt reporterdly had heavy scarring of the groin related to a previous aortal femoral bpyass graft. The pt also underwent a diagnostic catheterization the day previous to the pvs attempt with arteriotomy closure using an angioseal device. Insertion site for the pvs device was reported as one cm above the angioseal site.